Manufacturer narrative:
The complaint of silicone sleeve stuck down on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review lot#13915971 was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Updated information in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a microclave¿ clear neutral connector was found to be occluded during patient use. It was reported that the pediatric intensive care unit (picu) had the same problems with the microclave connectors over the weekend which is plunger within the connector gets stuck down inside and will not allow flow. PICC team placed line. The fault occurred during infusion or while in use with a patient. There was no patient harm reported.